Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable.

Event description:
A procedure commenced to remove two leads: a right atrial (ra) lead, and a right ventricular (rv) lead. Physician used a glidelight model 500-303 to successfully extract the ra lead. Removal of the rv lead was attempted next. Using a glidelight model 500-303 and a lead locking device (lld), the physician began lasing at the subclavian, where binding sites were noted. He continued lasing within the superior vena cava (svc). When he reached the right atrium, the patient's blood pressure dropped. A tamponade was detected. Rescue efforts began immediately, including sternotomy. A tear was discovered, extending from the subclavian area down to the height of the right atrium. Despite continued emergency measures, the repair was unsuccessful and the patient did not survive.